Manufacturer narrative:
A visual examination of the stent found signs of stent damage. Stent struts from the most distal strut row were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found bunching of the distal inner 64mm proximal of the distal tip. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During delivery of a 3.00 x 24mm synergy xd drug eluting stent, the stent strut was lifted. The device was removed and the procedure completed with another of the same device. There was no patient injury. It was further reported that the target lesion in the right coronary artery had a bend in the lesion greater than 45 degrees and was severely calcified, moderately tortuous, and 100% stenosed. The lesion was pre-dilated.

Event description:
It was reported that stent damage occurred. During delivery of a 3.00 x 24mm synergy xd drug eluting stent, the stent strut was lifted. The device was removed and the procedure completed with another of the same device. There was no patient injury.